Event description:
New information reported that the noise could be reproduced in clinic. The lead was successfully capped and replaced on (B)(6) 2015. The suspected insulation abrasion was confirmed during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. The patient was asymptomatic. Insulation abrasion was suspected. No intervention was reported.